Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibration anomaly. The customer's blood glucose level was 94 mg/dl. The customer was assisted with setting vibrate mode on and performing self test. The pump vibrated during vibrate test but the insulin pump kept vibrating since then. The insulin pump will be returned for the analysis.